Event description:
The ge oec 9800 fluoroscopy sys would not boot up.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found the malfunction related to the single board computer. The sbc was replaced and the associated/related boards and software were upgraded as well. The calibration files were re-loaded. The sys was tested and found to be operating as intended. The sys was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The hosp was unable to, or would not provide any pt info relating to this issue.